Event description:
It was reported during contrast injection, the physician noticed the catheter's radio opaque tip was dislocated in the vessel of the patient. The broken segment remained in the patient. No patient injury reported.

Manufacturer narrative:
The catheter involved in the event will not be returned for evaluation. (B)(4).